Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications and failed back surgery syndrome leg/back. The reason for call was pt says their stimulator "moved about an inch in my butt, its up against my tailbone, it happened right after it was put in". Pt says they talked to managing healthcare provider (hcp) and they said "no that's where it was from the beginning". Pt says the hcp didn't do an x-ray or anything. Pt said that the implant site is "puffed up and red, the hcp said to put some lidocaine patches on it". Pt says that the "controller isn't connecting to the stimulator". During the call they reset communicator and got no device response. They tried again and this time it was successful. During the call it would lose connection intermittently. Pt was able to connect during the call and said at night time when they lay down it makes their feet tingle so they put it down to 3.4 but when they tried to increase stimulation it wont go up. They said that they are currently on group d at 3.6v but they couldn't raise it. They then found that stimulation was off. They turned it on and reports they can feel the stimulation. The patient was redirected to their healthcare provider to further address the issue.